Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was not "oversensing". The device was being used during surgery. No injuries were reported. It is unk if medical intervention or a delay in surgery occurred. There was no add'l info provided.